Event description:
The customer reported that intermittently, a different energy was displayed than selected in diagnostic mode/controls test only. The customer also reported that intermittently the device hangs when entering diagnostic mode. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that intermittently, a different energy was displayed than selected in diagnostic mode/controls test only. The customer also reported that intermittently, the device hangs when entering diagnostic mode. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.